Manufacturer narrative:
Device codes: 1212 labeled. Internal file number - (B)(4). Correction: device coding - 1212 not labeled updated to labeled.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, the proglide device could not be removed from the patient anatomy. A cut down procedure was performed to remove the proglide device. Manual arterial compression was applied to achieve hemostasis there was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.